Event description:
It was reported when using the bd vacutainer® edta 2k there was a foreign object inside the tube. There was no report of impact to the patient or user.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® edta 2k there was a foreign object inside the tube. There was no report of impact to the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: device available for evaluation: yes :device eval by manufacturer? Yes returned to manufacturer on: 2024-april ¿ 24th investigation summary material #: 367846 lot/batch #: 3257773 bd received 1 sample and 3 photos for investigation. The sample and photos were evaluated and the customer¿s indicated failure mode for foreign matter was observed as a piece of plastic was found in the tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."